Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date, approximate age of device, and device unique identifier (UDI) are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that log files were submitted during a routine clinic visit. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed a no external power alarm while on the mobile power unit (mpu). A replacement ac power module cord was issued. Additional information was requested, but was not provided.